Event description:
It was reported that a patient underwent a menisci of the knee repair procedure on (B)(6) 2011 and a drain was placed. The drain was removed on (B)(6) 2011. On (B)(6) 2011, the patient felt an awful pain in the knee and had a fever. On (B)(6) 2011, the patient had a consultation at the hospital. On (B)(6) 2011, the sutures were removed. On (B)(6) 2011, a crp test was >169. The patient was started on oral antibiotics and fluid was aspirated from the knee and tested for bacteria. On 04/01/2011, the crp test was >100. The surgeon flushed the knee. On (B)(6) 2011 the crp test was >46. The bacteria test was negative. On (B)(6) 2011, more laboratory tests were done and on (B)(6) 2011 intravenous antibiotics were given in the hospital. The surgeon opines that the drain could have caused the bacterial inflammation.

Manufacturer narrative:
Date sent to the FDA: 06/10/2013. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers:batch j101360 mfg date: 05/01/2010, exp date: 05/31/2015.batch j104144 mfg date: 06/01/2010, exp date: 06/30/2015.in addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
Infection occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch j101360; batch j104144.